Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device cannot be decontaminated.

Event description:
"The customer reported that the lag screw adapter broke while the surgeon was inserting the screw. The lag screw had to be removed and a new screw was inserted." Update: the case was completed by opening another set.